Event description:
It was reported that the patient experienced intermittent diaphragmatic stimulation on the left ventricular (lv) lead. Programming configurations were attempted but determined to leave the configuration as previously set. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314trg implantable cardioverter defibrillator (ICD)  2011-(B)(6); 6947 implantable tachy lead 2011-(B)(6). (B)(4).